Event description:
It was reported that the device had channel error during an infusion of adrenaline. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error during an infusion of adrenaline. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error during an infusion was confirmed based on the review of the logs and was the result of a malfunctioning bottle side pressure sensor, this error was replicated during the investigation. The review of the suspect pump module error log indicated that there were 21 malfunctions between 28jun2021 and 11sep2024. The most recent occurred on (B)(6) 2024 at 6:06 am. Laboratory testing performed on the returned pump module found the facility¿s fsa series bottle side pressure sensor output voltage to be sticking intermittently at approximately 4.9 volts with force applied to the sensor pad. The voltage output was observed to not decrease after pressure was released from the sensor pad. Infusion testing was performed on the suspect pump module. Prior to starting the infusion, light pressure was applied to the bottle side pressure sensor. The infusion was then started. Immediately after starting the infusion, the system alarmed with a channel error code 240.4150. Temporary replacement of the upper pressure sensor for testing purposes only resulted in the infusion successfully completing with no alarms or malfunction reoccurring. Based on the review of the pcu event log retrieved, on (B)(6) 2024, at 5:54 am the suspect pump module was powered on and at 6:00 am an infusion of drug ID 420 was programmed at a rate of 20 ml/hr. The volume to be infused was set at 50 ml and a standby for 60 minutes was set. At 6:03 am, the pump was programmed with a vtbi = 50 ml, rate = 12 ml/hr. At 6:03 am, the pump had a malfunction, and the infusion stopped. At 6:08 am, the pump module was removed. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error was found to be a channel error code 240.4150.0 (sensor broken high failure). The probable cause of the channel error code 240.4150.0 (sensor broken high failure) is being attributed to a malfunctioning bottle side pressure sensor; however, the root cause for the pressure sensor malfunctioning was not determined. Note that imdrf annex a0709, a1801, c16, c0601, d0301, d01, g02017, g0301204 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.